Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their insulin pump had failed battery and pump losing power without warning after replacing the battery in a timely manner. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer's parent stated that the insulin pump did not alarm failed battery after inserting a new battery. The customer's parent mentioned that the insulin pump shut off after inserting a new battery prior to issue. The customer was advised to monitor the pump after replacing battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.